Event description:
Customer's husband reported that the customer passed away. The last recorded blood glucose reading was not known but he reported that it was high. Customer had refused to eat and then went into a low blood glucose state and suffered a heart attack. The insulin pump had been removed for ten days prior to the event as she had gone to the ICU. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.